Event description:
Procedure: lung segmental resection. According to the reporter: staple line reinforcement was used. The instrument made a cracking noise and stopped firing with 2 more cm to fire. The surgeon removed it with no tissue damage and noticed staples only half formed and tissue was cut only half way. The surgeon used another sulu but the problem was not solved. A competitor device was fired but the same problem occurred. Tissue was resected with electric cautery and sutured thoracoscopically. After leak test was performed, the procedure was completed.